Event description:
The front caster allegedly broke, causing the consumer to fall out of the chair. No injury is alleged.

Manufacturer narrative:
No alleged serious injury. Malfunction alleged. The front caster allegedly broke, causing the consumer to fall out of the chair with no injury. The consumer's weight, age and height are unknown. The medical diagnosis for using the chair is unknown. The consumer's medication regimen is unknown. The flooring, street, curbing or terrain at the time of the alleged incident is unknown. The speed of the device is unknown. It is unknown if the device was on an incline or decline. Usage of the seat positioning strap is unknown.